Event description:
It was reported that a user experienced multiple dexcom g7 sensors that failed to pair with the ilet, with the current sensor attempting to pair for hours despite troubleshooting steps including toggling between g6 and g7 and reentering the pairing code. Symptoms included no alerts or alarms and no reported clinical effects. Outcomes included no reported impact on activities of daily living and no medical intervention. Investigation included customer interview and user-directed troubleshooting. Investigation of this case revealed unsuccessful pairing behavior consistent with a sensor or connectivity malfunction, with no evidence of a systemic ilet malfunction. It was concluded that the event was attributable to a sensor pairing failure, with the responsible device not identified. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.